Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to 400 mg/dl. In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the device arrived fully deployed. No timeouts or drive stalls were observed. The pod ran for over 200 pulses and delivered non-priming boluses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed without issues. No problems were found regarding the reported needle mechanism complaint.